Event description:
During a esophagogastroduodenoscopy with mucosal resection, the physician attempted to deploy the clip and the clip bent sideways and would not deploy. A new clip was obtained and the procedure continued without further incident. The removed clip was given to the steris rep [redacted] on [redacted].